Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, the first and second firings with the reloads and powered stapling handle were successful. The surgeon started the third firing with the reinforced reload, however, the device was stopped after firing only 1.5cm. The surgeon had to cut the reinforcement material and remove the cartridge from the tissue. The pancreas was soft and 1.5mm thick at pre-clamping. The jaws were articulated by forty degrees. First, the surgeon pre-clamped the tissue for fifteen minutes then resected by 1cm. The surgeon felt the device went into slow mode. Second, the surgeon pre-clamped the tissue for five minutes, then tried to resect by 1cm and pre-clamp the tissue for five minutes. However, the device was stopped during that firing. An excessive force prevented the firing, so the surgeon waited for a while and then tried to restart the firing, however, the device did not work anymore. Replaced by a new reload and tried to connect to the same adapter, however, felt some resistance and could not connect the reload. Then replaced by a new powered stapling device and the surgeon started to fire to caudal and inside site, with low articulation of the jaws. The firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was additional tissue resection required due to the issue. The incision site was extended by less than 3cm. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was partially fired. The anvil clamping mechanism was deformed. The knife-bar assembly was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.